Event description:
Two 8mm diameter x 30 mm length bridge assurant biliary stents were implanted in a patient for treatment of iliac. The percentage of the iliac stenoses is unknown. It was reported that neither device would pass though a 6 f sheath. Both devices and sheaths were removed, and the same devices were successfully implanted through 7 f sheaths. No clinical sequelae were reported, and the patient is reported to be fine. Two 6 f cordis sheaths were returned for returned goods investigation. The tip and hub inner diameters were measured. Based on the limited information and without the return of the stent delivery system, it is not possible to determine the cause of the complaints of insertion difficulites.